Manufacturer narrative:
Event date-corrected from (B)(6) 2016. (B)(4).

Event description:
Reportable based on analysis completed on 27-apr-2016. It was reported that the shaft broke in a portion that can not enter the body. The target lesion was located in the calcified left anterior descending artery. A 2.50x20 synergy¿ drug eluting stent was advanced to treat the lesion. However, during procedure, the hypotube shaft broke less than 15cm from the hub near the strain relief. The device was removed from the patient completely. The procedure was completed with another 2 stents of smaller size and length. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the hypotube broke 22 cm from the hub.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple severe kinking on the hypotube shaft and the shaft itself was broken 221mm from the hub. There were several kinks throughout the hypotube. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 27-apr-2016. It was reported that the shaft broke in a portion that can not enter the body. The target lesion was located in the calcified left anterior descending artery. A 2.50x20 synergy¿ drug eluting stent was advanced to treat the lesion. However, during procedure, the hypotube shaft broke less than 15cm from the hub near the strain relief. The device was removed from the patient completely. The procedure was completed with another 2 stents of smaller size and length. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the hypotube broke 22 cm from the hub..